Event description:
Subsequent to the initial regulatory report filed corrected information was received stating, that emergently on (B)(6) 2012, (not on (B)(6) 2012) after pre-dilatation with a 2.5 x 15 mm non-abbott balloon catheter to the proximal and mid rca, a 3.0 x 18 mm xience v stent was implanted in the mid rca at 12 atmosphere (atm) and a 3.5 x 18 mm xience v stent was implanted in the proximal rca at 12 atmosphere and 75% stenosed was found in the proximal rca. The stenosed segment was dilatated with a 3.25 mm non-abbott balloon catheter at 24 atm. No additional information was provided.

Event description:
It was reported that the patient presented (B)(6) 2008, with acute myocardial infarction and after pre-dilatation with a 2.5 mm non-abbott balloon catheter, a 3.5 x 18 mm non-abbott stent was implanted in the mid right coronary artery (rca). Post-dilatation was performed with a 3.5 x 13 mm non-abbott balloon catheter. On (B)(6) 2011, the patient developed stent restenosis of the 3.5 x 18 mm non-abbott stent. Pre-dilatation was performed with a 2.5 mm non-abbott balloon catheter and a 3.5 x 18 mm xience v stent was implanted in the mid rca. Post-dilatation was performed with a 3.25 x 10 mm non-abbott balloon catheter. On (B)(6) 2012, after pre-dilatation with a 2.5 x 15 mm non-abbott balloon catheter to the proximal and mid rca, a 3.0 x 18 mm xience v stent was implanted in the mid rca at 12 atmosphere (atm) and a 3.5 x 18 mm xience v stent was implanted in the proximal rca at 12 atmosphere. Post-dilatation was performed using a 3.0 x 10 mm non-abbott balloon at 24 atm in the proximal rca, and a 3.0 x 10 mm non-abbott balloon at 22 atm in the mid rca. The procedure was successfully completed. On (B)(6) 2012, angiography confirmed a 75% stenosed segment in the mid rca. Percutaneous coronary intervention (pci) was performed, and a 3.5 x 18 mm xience v was implanted. Additional dilatation was performed from the bifurcation area of the first diagonal (d1) to the distal part of the left anterior descending (lad) using a 4.0 x 10 mm non-abbott balloon catheter and a 2.5 x 28 mm xience v stent was implanted in d1. The patient developed bradycardia and hypotension and was treated with 0.5 mg atropine intravenously and the symptoms improved.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Post-dilatation was performed with a 2.25 x 12 mm non-abbott balloon catheter at 22 atm. Pci was performed to the unspecified rca and the proximal rca was dilatated with a non-abbott balloon catheter at 24 atm due to confirmed stent translucency in the proximal rca. A 3.5 x 15 mm xience v stent was implanted in the ostial area and post-dilatation with a non-abbott balloon catheter at 24 atm completed the procedure. On (B)(6) 2012, while sleeping the patient complained of chest pain and was transferred to the hospital. It was confirmed that the proximal rca was occluded and aspiration of the thrombus was performed; blood flow did not improve. Additional dilatation was performed to the mid rca with a 2.25 x 15 mm non-abbott balloon catheter at 6 atm; blood flow did improve. A 3.0 x 38 mm xience prime stent was implanted from the mid to proximal rca at 14 atm, then a 3.5 x 28 mm non-abbott stent was implanted in the proximal rca to the ostium of the rca at 12-18 atm. It was noted that the 3.0 x 38 mm stent delivery balloon became stuck in the stent and was difficult to remove after implantation. It was successfully removed after repeated inflation and deflation of the balloon. Post-dilatation was completed with a 3.25 mm non-abbott balloon catheter at 20-24 atm. It was noted that temporary pacing was needed for sinus arrest due to an occlusion of the sinus node artery. On (B)(6) 2012, the patient developed ventricular tachycardia. St segment elevation (ii, iii and a vf) and st depression (v1~v4) was confirmed. Although it was suspected that this was related to subacute thrombosis of the 3.5 x 28 mm non-abbott stent, the patient's family selected a conservative procedure rather than additional pci; hemodialysis was also refused as treatment. On (B)(6) 2012, the patient experienced hyperkalemia and cardiac arrest resulting in death. Though requested, no additional information was provided. Temporary pacer. The stent remains in the anatomy. The stent delivery system was discarded and is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information. The additional xience devices, referenced are being filed under a separate manufacturing report numbers.